Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis machine was completely down. The field service engineer (fse) found the station with a black screen and verified that the power supply switch was on. Clicking sounds were noted from the power supply, indicating it was in a crowbar state. The fse disconnected the auxiliary cabinet (aux2) and successfully powered up the station. The problematic drawer was isolated to 7.2, where the drawer controller was found grounded and measured 0.4 ohms at the test point. The fse replaced the drawer controller and tested the system using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis machine was completely down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.